Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous transluminal angioplasty treatment procedure a catheter encountered difficulty crossing the target lesion and a tip kink occurred. The target lesion was located in the peroneal artery. A 200cm, 8cm v-18 guide wire encountered difficulty crossing the target lesion and a kinked tip was noted. The procedure was completed with another of the same v-18 guide wire. No patient complications were reported and the patient's status is listed as good. Returned device analysis revealed scratched coating.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: visual examination of the returned device revealed scratched coating located at 152cm from the proximal end. All outer diameter measurements are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).